Event description:
It was reported that a balloon rupture occurred. During inflation of a 3.50mm x 20mm apex balloon and before nominal pressure could be reached, a balloon rupture occurred. The device was removed and it looked like a piece of the shaft had punctured the balloon. The procedure was continued with another of the same device. No patient complications were reported and the patient was fine.